Manufacturer narrative:
D4: lot # - the lot number was unknown; however, the possible lot number are 60491528, 60520925, 60520925, and 60491530. E1: initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of exactamix 1000 ml eva (ethylene-vinyl acetate) tpn (total parenteral nutrition) bags leaked from an unspecified location. The leaks were discovered in the hospital while reorganizing stock prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H11: the actual devices were not available; however, photographs of at least two samples were provided for evaluation. Visual inspection of the photographs identified product that was used and opened; a leak was noted from the administration spike port bonding area. The reported condition was verified. The cause of the condition could not be determined; however, most likely due to inadequate or lack of cyclohexanone applied to the spike port cap tube when it was inserted into the spike port during the manufacturing process causing an incorrect bonding. A nonconformance has been opened to address this issue. A batch review was conducted on the suspect lots (60491528, 60520925, and 60491530) and there were no deviations found related to this reported condition during the manufacture of these lots. Should additional relevant information become available, a supplemental report will be submitted.